Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) had decreased sensing. There was an attempt to obtain additional pertinent information from the field representative but was unsuccessful. This ra lead was explanted. No additional adverse patient effects were reported.